Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that it was taking longer and longer to charge and they stopped using therapy because they spent too much time (6 hours or more) charging with excellent coupling. The charge only lasted for a very short time. No symptoms were reported. No further complications were reported or anticipated.